Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the videoscope displayed snow lines on the monitor. The intended procedure was completed using the same device. No patient harm was reported in association with this event.